Event description:
The distal port of the extension set of IV tubing could not be accessed by the blunt clip cannula. After multiple attempts to access the port with different cannulae, the resealable material of the port collapsed into the tubing. The inability to access the port with medications resulted in a prolonged period of hypotension.